Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer¿s blood glucose value was 110 mg/dl. The customer was instructed to leave the pump plugged into a power source. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.